Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the investigation.

Event description:
International affiliate reports that the tips the two eagle plus screw removal tool inner shafts broke off from the instruments during screw tightening. Reports the difficulty resulted in a delay of approximately two minutes and the patient was not affected. See mfg medwatch report no. 1526439-2013-20232 for the second eagle plus screw removal tool inner shaft that was involved in this event.

Manufacturer narrative:
Visual inspection on returned sample revealed that the instrument had fractured at the threaded portion on the shaft¿s distal tip. The second half of the tip was not provided. Hardness verification confirmed the inner shaft met hardness specification requirements. Scanning electron microscopy analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the damaged sample. Results acknowledged a plastic deformation and torsional shear markings following the threads on the shaft which extended around the center of the shaft, suggesting a static torsional shear failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No conclusions can be made. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required